Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca. Approximately 8 months post index procedure, patient death occurred. Cause of death cardiac related. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).

Event description:
An endeavor sprint drug eluting stent was also implanted in the lad during the index procedure.

Event description:
It is reported that the patient suffered a myocardial infarction (mi) the same day as patient death. The mi is reported to have been fatal. The reported mi was unrelated to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction) date of death was initially reported as the (B)(6) 2011, it has been confirmed that patient death occurred on the (B)(6) 2011.